Event description:
Boston scientific crm received information that during a pacemaker replacement procedure, this right ventricular (rv) lead tip separated from the lead body when removed from the chronic device. The lead tested with normal sensing, impedance, and thresholds measurements, therefore the physician elected to keep the lead in service with the new device. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.